Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain') and genital haemorrhage ('non-menstrual bleeding/ general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual cramp"), metrorrhagia ("metrorrhagia (bleeding between periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, metrorrhagia, menorrhagia, psychological trauma, urinary tract infection, bladder disorder, fatigue, alopecia, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery discrepancy noted in insertion dates: 2013, (B)(6) 2015. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received: new events - metorhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding), psych injury, uti, bladder problems, fatigue, hair loss, hormonal changes, weight gain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain") and genital haemorrhage ("non-menstrual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("menstrual cramp"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.